Event description:
It was reported by the patient that a few days after implant of their implantable cardioverter defibrillator (ICD) that they had been experiencing pains. The patient described sharp pains in their chest and that they felt a rib pop and a hiccup. Follow up with the physician's office indicated the patient had a pocket hematoma and an evacuation was done. The device remains in use. No further patient complications have been reported as a result of this event.